Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information requested but not received. Event date is an estimation.

Event description:
Related manufacturer reference number: 3006705815-2020-01379. It was reported that the patient was experiencing ineffective therapy. Reprogramming was unable to resolve the issue. X-rays revealed that the leads had migrated to the left, causing the loss of right side coverage. As a result, surgical intervention is expected to address the issue.

Event description:
It was reported that the patient's leads were revised to the correct location on (B)(6)2020. Therapy was restored following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.